Event description:
It was reported the tsb35 was used during a laparoscopic appendectomy. It was reported the anvil and cartridge came off of the device after he fired it across the appendix. The cartridge broke into several pieces. A second tsb35 were used to complete the case, but the surgeon opened the pt to examine the staple line on the appendix. 03/31/1998 the rep stated the surgeon reports the anvil of the device fell off. The staple line in question is from the use of the first device. The second device used worked properly. The surgeon feels confident that all pieces of the device have been retrieved. The surgeon reported he extended the incision, inspected the area, and fired the second tsb35 twice to complete the case.